Manufacturer narrative:
The cx preconnect ms 18cm ps 10cm tl iz was received for analysis. Functional testing was completed on the device and identified a leak in the cylinder body of cylinder 2 due to interaction with a sharp instrument. The pump also had a misaligned spring and failed deflation and activation testing. The reported size incorrect was most likely due to the cylinder body leak and pump failure. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that implant of this inflatable penile prosthesis (ipp) was attempted but not successful as the size was determined incorrect for the patient. The procedure was completed without complication using an alternate size. The attempted ipp was later returned without allegation. Upon receipt and initial analysis a product issue was identified.